Event description:
Report also alleges pt complains of implants lifting when raising arms, morning stifgness, adenopathy, "recsin" problems, visual changes, dizziness, memory problems, paresthesias, sensitive to cold, chest pain and ruptured implants.